Event description:
It was reported that the device was used during an unk procedure, the pin would not release from the anvil end. Another device was used to complete the case. There was no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 02/02/2009. Info anticipated, but unavailable at this time.